Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Final angiography identified a distal type I endoleak on the contralateral leg component implanted within the right common iliac artery. Additionally, the proximal end of the contralateral leg component observed to be placed far below the long marker. The physician elected to conclude the procedure and will continue to monitor the endoleak. It was reported the exact cause of the endoleak is unknown. However, the physician reported it was suspected that the two contralateral leg components (plc271400 and plc 181000) had been implanted incorrectly during the initial procedure. Reportedly, the plc 181000 should have been placed on the left ipsilateral side of the device and the plc271400 should have been placed on the right contralateral side. On (B)(6) 2015, an additional procedure was performed whereby a contralateral leg component was implanted to treat the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer for the results of the imaging evaluation. The investigation is in process. Further information will be provided.

Manufacturer narrative:
Upon further investigation and information provided by the physician, it was determined that the distal type I endoleak is associated with the plc271400/ 13253863. There is no reported allegation of deficiency against the plc181000/ 13406263 which was reported earlier in the initial medwatch. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks and aneurysm enlargement. Also, the IFU state: align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker on the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, an approximate 3 cm overlap will be achieved. Additionally, the IFU state: gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). For the plc271400 device the vessel diameter range is 21.5 - 25mm. The diameter of the patient's right common iliac artery appears to range from 14.9 ¿ 24.2mm.

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Final angiography identified a distal type I endoleak on the contralateral leg component (plc271400/ 13253863) implanted within the right common iliac artery. Additionally, the proximal end of the contralateral leg component observed to be placed too high above the flow divider. According to the physician, this caused the limb to be too short in the common iliac artery, creating the distal type 1 endoleak. Additionally, the physician stated that the patient had so physical abnormalities or comorbidities that contributed to the endoleak. The physician elected to conclude the procedure and will continue to monitor the endoleak. On (B)(6) 2015, an additional procedure was performed whereby a contralateral leg component was implanted to treat the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4)